Manufacturer narrative:
Unique identifier number added. Evaluation summary: the device was returned and evaluated at the regional service center. The reported issue was not confirmed. The unit was tested with a feeding rate of 125ml and the delivered rate was as expected. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
Additional information has been requested but at this time has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the enteral feeding pump is overfeeding.